Manufacturer narrative:
The investigation is on-going, and a follow-up report will be submitted once the investigation is complete.

Event description:
Pt had femoral art line from surgery cvicu nurse turned stopcock, blood came out bottom of stopcock. Nurse applied pressure, called for help, line changed out.

Manufacturer narrative:
The most probable cause for the detached handle could be related to a stopcock mechanical assembly issue. The stopcock handle insertion station was out of adjustment which resulted in an incomplete handle insertion. To address the issue, maintenance was conducted on the assembly equipment to correct the handle insertion process. Additionally, the operating procedure was updated to provide additional instructions and images of properly inserted stopcock handles, and the operators were trained on the updated procedure.